Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 85.0 cm from the proximal end. The stretch resistant wire (sr wire) was fractured and the embolization coil was detached from its pusher assembly. The embolization coil had offset coil winds along the distal end. Conclusions: evaluation of the returned ruby coil revealed offset coil winds on the distal end of the embolization coil. If the coil is forcefully advanced against resistance, damage such as offset coils may occur. Further evaluation revealed that the sr wire was fractured, and the embolization coil was detached from its pusher assembly. It was reported that the coil became stuck within the introducer sheath; however, the embolization coil was returned outside of its sheath, and detached from the pusher assembly. Therefore, the fractured sr wire is likely incidental and may have occurred when the coil was removed from the introducer sheath prior to return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the brachial artery using ruby coils. During the procedure, the physician experienced resistance while advancing the ruby coil within its introducer sheath; therefore, it was removed. The procedure was completed using new ruby coils. There was no report of an adverse effect to the patient.